Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
A 6f pacel bipolar pacing catheter lead was placed in the right ventricle, controlled by radioscopy, through the right femoral vein, following a successful tavi procedure. The patient was transferred to the ICU, where she was diagnosed with shock, circulatory arrest, and tamponade due to cardio-vascular inefficiency. A percutaneous drain and a transfusion were administered. The patient was hemodynamically restabilized and transferred back to the ICU. The patient again, went into shock due to an obstruction in the percutaneous drain and surgical pericardial drainage was required. During surgery, a punctiform lesion of the right ventricle, reportedly caused by the temporary pacing lead, was also repaired and reported to be the cause of the hemopericardium, as well as the implantation of a permanent pacemaker due to third degree atrioventricular shock. The patient expired following these complications due to a refractory state of shock caused by this event.